Manufacturer narrative:
No patient injury has occurred following this incident.

Event description:
Customer reported on ph capsule that failed to attach during bravo procedure. The capsule was still attached to the delivery system when removed.